Manufacturer narrative:
Patient information was unavailable from the site. Manufacturing date was unavailable at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The hand switch was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure, the site received an early termination message on the system when attempting to take 3d spins. The site did not try the foot pedal as a back up and ended up using another imaging system for the surgery. The site was unable to provide any clinical information at the time of the call. There were no reported issues rotating the gantry from ap to lateral for 2d images. There was no reported impact on patient outcome.

Manufacturer narrative:
The hand switch was returned to the manufacturer. Functional testing as well as a visual examination found that the component was physically damaged, but still had functionality.